Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was elevated and an insulin injection was used to address the bg level. The customer had changed the cartridge, infusion tubing and site. As the supplies to the pump had been changed prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusions was unable to be performed.